Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were receiving an insulin flow blocked alarm from the insulin pump. The customer stated that they would change everything out and about 30 minutes later it would happen again. Since the night before the call they had changed the set about 6 times. The customer also mentioned that the issue had caused his blood glucose level to go up to 450 mg/dl. Troubleshooting was performed. It was noted during the prime test, that the insulin came out and there were no alarms. The customer was advised to change the entire infusion and reservoir set. The device will not return for analysis.